Manufacturer narrative:
Initial and final MDR- (B)(4)- device 2 of 3. E1:patient city: (B)(6) patient country: united states

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced the infusion set packaging issue event on (B)(6) 2025. The issue occured for three packaging infusion sets. The patient reported that the packaging was not sealed properly, it was misshaped or sterile packaging not intact no further information available